Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. The reported hypotension and thrombosis are listed in the product instructions for use (IFU) as known adverse events associated with coronary stenting. Since it was reported that the xience stent was implanted in the lmt, it should be noted that the IFU states: contraindication for patients with unprotected left main coronary vessel disease. The implantation of the stent in the lmt does not appear to have directly caused or contributed to the reported patient effects. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, could not be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.

Event description:
It was reported that the patient presented with unstable angina. On 05/jan/2011, the procedure was to treat two 75% stenosed lesions in the right coronary artery (rca) and the left main (lmt). Pre-dilatation was performed. A 2.75 x 18 xience stent was implanted in the distal rca and a 3.0 x 15 xience stent was implanted in the mid rca, overlapping. Further dilatation was performed and a 3.0 x 18 xience stent was implanted in the lmt. The stents were confirmed to be implanted successfully, and good timi flow was achieved. One hour after the procedure, blood pressure decreased and st elevation was observed. Thrombosis was observed in the 3.0 x 18 xience; therefore, dilatation was performed to treat the thrombosis. A 2.5 x 23 xience was implanted in the untreated area of the lesion. It was noted that anti-platelet medication was given; however, the patient was vomiting and it is possible that the antiplatelet did not take effect. The procedure was completed, and there were no adverse patient effects. No additional information was provided.